Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "589:317:1061:0000." This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 589:317:1061:0000 failure code was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted main batteries as a result of user error. The main batteries and battery harness were replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.